Event description:
This initial spontaneous case report was received on 13-oct-2016 from a lawyer in united states on behalf of a plaintiff female consumer of unspecified age who had essure (fallopian tube occlusion insert) coils inserted in (B)(6) 2009 for permanent birth control. In spring 2010, the consumer began experiencing pain during intercourse, yeast infections, ovarian cysts, severe, abnormal menstruation pain, abnormal, heavy bleeding, and migraines. Over time, the consumer complained about these symptoms to her physician. In spring 2016, the consumer discussed the possibility of removing essure. On (B)(6) 2016, the consumer underwent a hysterectomy and bilateral salpingectomy to remove her uterus, cervix, and fallopian tubes. During the removal surgery, it was found that one of the essure devices had migrated and embedded in the consumer's uterus. It took the consumer six weeks to recover from the removal surgery. Many of the symptoms had resolved, despite some pelvic pain. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and she underwent a hysterectomy and bilateral salpingectomy to remove her uterus, cervix, and fallopian tubes about six years and 5 months after insertion. During the removal surgery, it was reported that one of the essure devices had migrated and embedded in the consumer's uterus (regarded as embedded device and partial expulsion of device). Both events are considered anticipated events in the reference safety information for essure. In this case, the exact date and mechanism of embedded device and partial expulsion of device were not known. However, considering their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), embedded device ('one of the essure devices had migrated and embedded in the consumer's uterus/visible distal tip of right essure device noted to be protruding through uterine fundus') and device expulsion ('one of the essure devices had migrated and embedded in the consumer's uterus /migration of essure device location of device: uterus') in a 37-year-old female patient who had essure (batch no. 20214173, UDI no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's medical history included miscarriage. Patient had no significant histologic abnormality. Previously administered products included for birth control: birth control pill from 2004 to 2009; for an unreported indication: nuvaring from 2004 to 2009. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from 2004 to 2009, ibuprofen from 2010 to 2016, norethisterone (mini-pill) from 2004 to 2009 and paracetamol (tylenol regular) from 2010 to 2016. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced pelvic pain ("pelvic pain /pain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), fungal infection ("yeast infections"), ovarian cyst ("ovarian cysts"), abdominal pain lower ("lower stomach pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy salpingectomy and hysterectomy and bilateral salpingectomy to remove her uterus, cervix, and fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, headache and vaginal discharge outcome was unknown, the embedded device, device expulsion, genital haemorrhage, dysmenorrhoea, dyspareunia, fungal infection, ovarian cyst, migraine, abdominal pain lower and pain in extremity had resolved and the pelvic pain was resolving. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on an unknown date final pathologic diagnosis showed gross description the attached bilateral fallopian tubes each measure approximately 0.4 cm in length by an average of 0.6 cm in diameter and are grossly unremarkable. The cervical mucosa is tan-pink and glistening and displays a centrally located round os measuring 0.5 cm. The specimen is bivalved revealing a tan pink endocervical canal with a herringbone pattern and a mildly hemorrhagic endometrial cavity measuring 3 cm from cornu to cornu, 3cm in length and up to 0.2 cm in thickness. There are no polyps or masses. On the posterior-lateral aspect of the endometrium is a partially coiled silver wire consistent with implant device measuring 15 cm in length by less than 0.1-0.2 cm in diameter. Sectioning through the specimen reveals no evidence of leiomyomas or other masses or lesions. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), embedded device ('one of the essure devices had migrated and embedded in the consumer's uterus/visible distal tip of right essure device noted to be protruding through uterine fundus') and device expulsion ('one of the essure devices had migrated and embedded in the consumer's uterus /migration of essure device location of device: uterus') in a 37-year-old female patient who had essure (batch no. 20214173, UDI no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's medical history included miscarriage. Patient had no significant histologic abnormality. Previously administered products included for birth control: birth control pill from 2004 to 2009; for an unreported indication: nuvaring from 2004 to 2009. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2004 to 2009, ibuprofen from 2010 to 2016, norethisterone (mini-pill) from 2004 to 2009 and paracetamol (tylenol regular) from 2010 to 2016. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced pelvic pain ("pelvic pain /pain"). On (B)(6)2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), fungal infection ("yeast infections"), ovarian cyst ("ovarian cysts"), abdominal pain lower ("lower stomach pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy salpingectomy and hysterectomy and bilateral salpingectomy to remove her uterus, cervix, and fallopian tubes). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, headache and vaginal discharge outcome was unknown, the embedded device, device expulsion, genital haemorrhage, dysmenorrhoea, dyspareunia, fungal infection, ovarian cyst, migraine, abdominal pain lower and pain in extremity had resolved and the pelvic pain was resolving. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on an unknown date final pathologic diagnosis showed gross description the attached bilateral fallopian tubes each measure approximately 0.4 cm in length by an average of 0.6 cm in diameter and are grossly unremarkable. The cervical mucosa is tan-pink and glistening and displays a centrally located round os measuring 0.5 cm. The specimen is bivalved revealing a tan pink endocervical canal with a herringbone pattern and a mildly hemorrhagic endometrial cavity measuring 3 cm from cornu to cornu, 3cm in length and up to 0.2 cm in thickness. There are no polyps or masses. On the posterior-lateral aspect of the endornetrium is a partially coiled silver wire consistent with implant device measuring 15 cm in length by less than 0.1-0.2 cm in diameter. Sectioning through the specimen reveals no evidence of leiomyomas or other masses or lesions. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received new event perforation was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-dec-2016: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and she underwent a hysterectomy and bilateral salpingectomy to remove her uterus, cervix, and fallopian tubes about six years and 5 months after insertion. During the removal surgery, it was reported that one of the essure devices had migrated and embedded in the consumer's uterus (regarded as embedded device and partial expulsion of device). Both events are considered anticipated events in the reference safety information for essure. In this case, the exact date and mechanism of embedded device and partial expulsion of device were not known. However, considering their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of the essure devices had migrated and embedded in the consumer's uterus/visible distal tip of right essure device noted to be protruding through uterine fundus"), device expulsion ("one of the essure devices had migrated and embedded in the consumer's uterus") and genital haemorrhage ("abnormal heavy bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had no significant histologic abnormality. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain"), dyspareunia ("pain during intercourse"), fungal infection ("yeast infections"), ovarian cyst ("ovarian cysts"), migraine ("migraines") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove her uterus, cervix, and fallopian tubes) and surgery (robotic assisted laparoscopic hysterectomy salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, genital haemorrhage, dysmenorrhoea, dyspareunia, fungal infection, ovarian cyst and migraine had resolved and the pelvic pain had not resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, embedded device, fungal infection, genital haemorrhage, migraine, ovarian cyst and pelvic pain to be related to essure. Diagnostic results: on an unknown date final pathologic diagnosis showed gross description the attached bilateral fallopian tubes each measure approximately 0.4 cm in length by an average of 0.6 cm in diameter and are grossly unremarkable. The cervical mucosa is tan-pink and glistening and displays a centrally located round os measuring 0.5 cm. The specimen is bivalved revealing a tan pink endocervical canal with a herringbone pattern and a mildly hemorrhagic endometrial cavity measuring 3 cm from cornu to cornu, 3cm in length and up to 0.2 cm in thickness. There are no polyps or masses. On the posterior-lateral aspect of the endometrium is a partially coiled silver wire consistent with implant device measuring 15 cm in length by less than 0.1-0.2 cm in diameter. Sectioning through the specimen reveals no evidence of leiomyomas or other masses or lesions. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received: case became medically confirmed. New reporters, patient dob and unstructured relevant information added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of the essure devices had migrated and embedded in the consumer's uterus/visible distal tip of right essure device noted to be protruding through uterine fundus"), device expulsion ("one of the essure devices had migrated and embedded in the consumer's uterus /migration of essure device location of device: uterus ") and genital haemorrhage ("abnormal heavy bleeding") in a 37-year-old female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's past medical history included miscarriage. Patient had no significant histologic abnormality. Previously administered products included for birth control: birth control pill from 2004 to 2009; for an unreported indication: nuvaring from 2004 to 2009. Concomitant products included ibuprofen from 2010 to 2016 and paracetamol (tylenol regular) from 2010 to 2016. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced dyspareunia ("pain during intercourse"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced pelvic pain ("pelvic pain /pain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"), fungal infection ("yeast infections"), ovarian cyst ("ovarian cysts"), abdominal pain lower ("lower stomach pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove her uterus, cervix, and fallopian tubes) and surgery (robotic assisted laparoscopic hysterectomy salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, genital haemorrhage, dysmenorrhoea, dyspareunia, fungal infection, ovarian cyst, migraine, abdominal pain lower and pain in extremity had resolved, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, headache and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on an unknown date final pathologic diagnosis showed gross description the attached bilateral fallopian tubes each measure approximately 0.4 cm in length by an average of 0.6 cm in diameter and are grossly unremarkable. The cervical mucosa is tan-pink and glistening and displays a centrally located round os measuring 0.5 cm. The specimen is bivalved revealing a tan pink endocervical canal with a herringbone pattern and a mildly hemorrhagic endometrial cavity measuring 3 cm from cornu to cornu, 3cm in length and up to 0.2 cm in thickness. There are no polyps or masses. On the posterior-lateral aspect of the endornetrium is a partially coiled silver wire consistent with implant device measuring 15 cm in length by less than 0.1-0.2 cm in diameter. Sectioning through the specimen reveals no evidence of leiomyomas or other masses or lesions. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), headaches, vaginal discharge, lower stomach pain, thigh pain, did not performed essure confirmation test' were added. Lot number was added. New reporter were added. Historical and concomitant drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of the essure devices had migrated and embedded in the consumer's uterus/visible distal tip of right essure device noted to be protruding through uterine fundus"), device expulsion ("one of the essure devices had migrated and embedded in the consumer's uterus /migration of essure device location of device: uterus") and genital haemorrhage ("abnormal heavy bleeding") in a 37-year-old female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's past medical history included miscarriage. Patient had no significant histologic abnormality. Previously administered products included for birth control: birth control pill from 2004 to 2009; for an unreported indication: nuvaring from 2004 to 2009. Concomitant products included ibuprofen from 2010 to 2016 and paracetamol (tylenol regular) from 2010 to 2016. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced pelvic pain ("pelvic pain /pain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"), fungal infection ("yeast infections"), ovarian cyst ("ovarian cysts"), abdominal pain lower ("lower stomach pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove her uterus, cervix, and fallopian tubes) and surgery (robotic assisted laparoscopic hysterectomy salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, genital haemorrhage, dysmenorrhoea, dyspareunia, fungal infection, ovarian cyst, migraine, abdominal pain lower and pain in extremity had resolved, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, headache and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on an unknown date final pathologic diagnosis showed gross description the attached bilateral fallopian tubes each measure approximately 0.4 cm in length by an average of 0.6 cm in diameter and are grossly unremarkable. The cervical mucosa is tan-pink and glistening and displays a centrally located round os measuring 0.5 cm. The specimen is bivalved revealing a tan pink endocervical canal with a herringbone pattern and a mildly hemorrhagic endometrial cavity measuring 3 cm from cornu to cornu, 3cm in length and up to 0.2 cm in thickness. There are no polyps or masses. On the posterior-lateral aspect of the endornetrium is a partially coiled silver wire consistent with implant device measuring 15 cm in length by less than 0.1-0.2 cm in diameter. Sectioning through the specimen reveals no evidence of leiomyomas or other masses or lesions. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.